Event description:
The nurse(s) experienced slight skin irritation from this gown. The co performed primary skin irritation studies on these materials. The results reflect a non-irritant. The co also performed residual studies, and the results reflect below the recommended guidelines. No recurrence noted.